Manufacturer narrative:
(B)(4) method: the complaint rt266 infant breathing circuit was returned to fisher and paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested. Results: visual inspection of the returned circuit revealed that the swivel was cracked along one of the swivel wye ports. The pressure test revealed that the circuit was out of specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed. The new pre-mixed material has now been implemented on the production line. The subject circuit was manufactured prior to the production change. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a distributor that the y-piece of an rt266 dual limb infant breathing circuit had cracked. There was no patient involvement.